Manufacturer narrative:
Concomitant medical products: product ID: 377860, lot# v006273, product type: lead. Product ID: 377860, lot# v006975, product type: lead. Product ID: 37742, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that the stimulator stopped working and there was no feeling of stimulation at all. There was a loss of therapy. It was noted that the implantable neurostimulator (ins) was one day short of 9 years ago. The patient's relevant medical history includes failed back surgery syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.